Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the green cap was dislodged from the patient connector inside an unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd set with cassettes had the green protective pull ring cap come off "too easy". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.